Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2017 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The last basal delivery was on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed basal and bolus rates. The pump successfully completed ez-prime steps. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history setting issues was not duplicated during investigation. There was no defect found.